Event description:
It was reported that the patient received inappropriate therapy due to noise on the rv channel. The noise could not be reproduced with isometrics. The pocket was opened in 2009, and the sense/pace portion of the rv lead, and the lv lead were reversed in the device header ports. The physician placed the leads in the appropriate ports, and device function was normal.

Manufacturer narrative:
Na